Event description:
Additional information from the patient indicated that after they got in contact with their manufacturing representative (rep), they scheduled an appointment to adjust the stimulation. They have had the device for one year and have had hour different reps try to program the device. The patient added that it works a short time and they the pain level changes and they can't adjust to control the pain. They are told to keep adjusting their settings. At this point, they have stopped using the device because they don't know what to do anymore. The patient was hoping the device would relieve the neuropathy pain in their feet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The pt states the battery appeared to not lose a charge, she only lost 10% over the past day or two. Agent reviewed this could be related to low settings and the pt can follow up with their doctor regarding the concern. Pt reports that today, the stimulation went to 0.0ma on its own when it was at 0.6ma previously. The pt also said when turning stim up it 'jumped' to .7ma at some point. Agent reviewed that stim should not reset like this unless the pt is using adaptivestim, which pt reports they have on one of their groups. Pt notes they were on group a today. And was on group a when this occurred--adaptivestim is on group c.  No symptoms were reported.